Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. Preemptive, the isolation transformer and uninterruptible power supply (ups) of the viewing station of the imaging system were also replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the viewing station of the imaging system was unable to power on. It was reported that two fuses on the power board were open. There was no patient present when this issue was identified. No additional information was provided.